Event description:
Caller reported a cartridge alarm, specifically cartridge alarm 20, which had not previously been reported with this pump serial number. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the occurrence of consecutive cartridge alarms and decided to replace the pump, sending a replacement as part of a separate case for cartridge alarm 20.